Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer reported the pump had retrograde flow. At an unspecified time, the pump was programmed to deliver vancomycin 1.75gm, at a rate of 200ml/hr, with a vtbi (volume to be infused) of 275ml, and the delivery was started. The customer contact reported at this time, drips were noted in the drip chamber. It was reported that after 10 seconds, the nurse noted retrograde flow of the patient's blood, approximately 1 to 1.5 feet into the tubing. The delivery was stopped. Therapy was resumed via gravity. At an unspecified time during troubleshooting, the nurse reloaded the tubing into the same pump and therapy was resumed. At this time, retrograde flow was noted again. The pump was removed from clinical service. Therapy was completed via gravity. The customer contact reported the tubing was loaded correctly into the pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.